Manufacturer narrative:
Field safety technician was sent for investigation and found defective optical tacho board. According to service order (B)(4) following work was performed: twin pump module checked; optical tacho board replaced; motor control board checked; control board checked. Due to not successful replacement of the optical tacho board (the new board was also defective - handled under complaint #(B)(4)) the twin pump module was sent to workshop for final repair. According to repair order (B)(4) following work was performed: replacement of optical tacho board; adjustment of speed; functional and long term tests done; cleaning. Thus the failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process.

Event description:
(B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(6). A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was complained that during startup of the device a "head" error on the twin pump module of hl20 occurred. No patient involvement. (B)(4).